Event description:
While inserting endoscopic reticulating liner cutter, the reload unit fell out of the stapler into the chest cavity. Additional 8 inch incision was made and a video assisted thoracotomy performed to retrieve the reload unit.